Event description:
The surgeon was performing a right parietal occipital brain mass tumor procedure when the video screen on the surgical navigation system went blank and the operating room personnel noticed a burning smell. They turned the machine off and sent it to biomedical engineering for examination. The manufacturer's technical representative arrived the following day to perform a scheduled preventative maintenance procedure. The technician was unable to find any evidence of burnt components. The device functioned normally during the test procedure. It was returned to service. The patient was not harmed by this malfunction.